Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt noticed that her lvad was sounding "different". The week prior, a wave form was evaluated and it was found that the amps had increased from 1.5 to 1.9. The pt's rate had also increased between 110 bpm -120 bpm. Approximately one month later, per additional info received, a decision was made to exchange the pt's pump. During the pump exchange, it was noted that the outflow graft had been kinked in two locations due to excess outflow graft in the chest. It was also noted that the lvad was at an odd angle in the chest, and the sutures that hold the inflow valve together were severed. This pt was originally implanted at another hospital. The pt's pump was exchanged successfully for another lvad, and remains ongoing.

Manufacturer narrative:
The explanted lvad was returned to the MFR and analyzed. Examination of the inflow valve assembly revealed tears to the margin of attachment, the right coronary (rc) leaflet and the lunula. Although the exact cause of these tests cannot be determined, a torn leaflet on the inflow valve would cause valve regurgitation and cause the insufficient filling/emptying of the blood chamber. The evaluation of the pump revealed that it was operating as intended when functionally tested under no-load and loaded operating conditions. Examination of the pump assembly found no signs of wear or mechanical interference that could have affected pump performance. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.